Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient said they went to their urologist 3 months ago and had over 300 cc's of urine in their bladder and they went the other day wednesday and it was over 400 cc's. Patient said they don't have an infection but they are having an issue with retention. Patient stated that they spoke to the healthcare provider and the hcp redirected the caller to mdt to further assist with changing programs. Agent walked patient through changing programs and increasing stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Caller will track and monitor symptoms and make adjustments as needed.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.